Event description:
It was reported to philips that the device had a "system failure" error message. There was no patient involvement.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was the therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement therapy capacitor to resolve the issue. It has been concluded that no further action is required at this time.